Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a neonate's skin incurred an open wound on the left side at the back of the shoulder from one of the ECG electrodes attached. This complaint has been evaluated and has been determined to be reportable, as the injury incurred by the neonate could lead to permanent tissue damage and scarring, and because this has been the second incident, with the use of the same disposable wired ECG electrodes in the same department.

Manufacturer narrative:
The field service engineer performed multiple checks/tests on the involved monitor and was found to be operating as specified. The issue may be related to application of the electrodes, skin prep, duration of application, patient physiology. The electrodes used in the incident are investigated separately by the philips medical consumables and supplies team. This case does not represent a malfunction of the monitor. The product remains at the customer site. No malfunction of the monitor was identified, it was found to be working as specified and expected. No further investigation or action is warranted.